Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of hematoma. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Hematoma is a known inherent risk of the surgery/use and listed as a possible complication in the adverse reaction section of the instruction for use (IFU) supplied with the device. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(4): on (B)(6) 2018, patient underwent bilateral mastopexy; medial pedicle using a full vertical and horizontal t incision. 1 piece of galaflex was cut into square. No concomitant procedures were performed. On (B)(6) 2018, upper right breast hematoma was reported. Intervention was a warm compress. Right breast still more tender and swollen but healing normally. Resolved on (B)(6) 2019 with sequelae. Review by medical affairs identifies as likely related to the device and serious.